Event description:
The customer reported an increase in pressure injuries among patients with the use of the hillrom progressa bed in the facility¿s cit intensive care unit. The injuries were reported to be stage 3 / stage 4 pressure injuries. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The customer reported an increase in pressure injuries among patients with the use of the hillrom progressa bed in the facility¿s cit intensive care unit. The injuries were reported to be stage 3 / stage 4 pressure injuries however, specific details of the event including, clarification if the associated patient¿s pressure injuries were preexisting, the medical treatment provided for the injury, patient¿s medical history, accessory devices utilized, and facilities positioning protocols were not provided. Additionally, the customer did not associate a patient with a specific serial bed/serial number. Follow-up with the customer found that 13 patients developed pressure injuries contributed to the use of the bed. Each patient will be evaluated individually. This report is in reference to patient 9 for progressa bed with serial (B)(4). This patient was in the progressa bed for 3 weeks and it is noted that the patient was "not being turned for at least the first few days". This patient was reported to have suspected deep tissue damage on the bilateral gluteus. Medical intervention for pressure injury silicone polyurethane foam and film. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. It is noted that an inspection of the associated beds was performed by the medicoengineering team and was found to be in perfect technical working order. Investigation indicated that there was no evidence of a malfunction. The technician performed a functional, visual, and audible test per the service manual and the bed functioned as designed with no error codes. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. As noted above, pressure injuries can develop within 2-6 hours, when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Prevention of pressure injuries involves a disciplined approach including identifying at-risk individuals, repositioning, etc.. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Based on the report that the bed was found to be functioning as designed it is unlikely that the device caused or contributed to the reported event. The injury can be contributed to the failure to reposition the patient as reported by the customer that the patient was 'not positioned for the first few days.' A deep tissue pressure injury often requires medical intervention to preclude permanent impairment and therefore meets the definition of a reportable serious injury. This complaint remains a reportable serious injury for reasons stated above. Based on this information, no further action is required.